Event description:
As reported, it was a case of an implant of a 29mm sapien 3 valve, in aortic position by transfemoral approach. During procedure, bav was performed pre-implant. During valve deployment, the balloon of the delivery system burst but the valve was fully deployed. There was no difficulty withdrawing the delivery system. The patient did not suffer any injury and was in stable condition.

Manufacturer narrative:
The investigation is ongoing.

Manufacturer narrative:
A supplemental MDR is being submitted for correction and additional information. The following sections of this report have been updated: corrected h.3 device evaluated by manufacturer, h.6 component codes and investigation conclusions and investigation findings. Added new information to d.9 returned to manufacturer and h.6 type of investigation. The device was returned to edwards lifesciences for evaluation and the following was observed. Balloon longitudinal and radial tear burst. Imagery was provided from the site and revealed the following: presence of calcification within patient's landing zone. A review of the risk management documentation was performed, and no evidence of product non-conformances or labeling/IFU inadequacies were identified in the evaluation. Through extensive complaint investigations, balloon burst events during valve deployment have not been associated with device malfunctions or manufacturing nonconformances. Rather, the root cause for these events have historically been due to calcification in the landing zone or over-inflation of the balloon. The complaint was confirmed based on the evaluation of the returned device. Available information suggests patient factors (calcification) likely contributed to the event as 3mensio indicated presence of calcification within patient's landing zone. The presence of calcification can create a challenging anatomy for balloon inflation. While the balloons are sufficiently designed and tested to ensure the burst pressure is at or above the rated burst pressure, calcified nodules can compromise the structure of the balloon wall via following mechanisms such as puncture, local overstretching, open cell impingement, or stress concentration. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. Since no edwards product defects or labeling deficiencies were identified, no corrective or preventative action is required.